Manufacturer narrative:
This report is submitted (B)(6) 2018.

Event description:
Per the surgeon, the device was explanted on (B)(6) 2017, due ton an infection at the implant site. Re-implantation is planned following treatment of the site.